Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged, the day after it was implanted, leading to high pacing thresholds. The patient underwent a surgical revision wherein the lead was explanted and intravenous antibiotics were delivered to resolve the issue. A new lv lead was implanted during the procedure. No additional adverse patient effects were reported.